Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day post implant of this transcatheter bioprosthetic valve, a magnetic resonance imaging (MRI) was performed due to somnolence and revealed multiple acute cerebral infarction nest in the right dorsomedial thalamic nucleus and in both cerebral hemispheres. An embolic cerebral infarction was diagnosed with the procedure. Negative myoclonus of the left upper limb and postural reflex disorder towards the left was observed. Oral medication was prescribed and the patient¿s symptoms resolved. No additional adverse patient effects were reported.